Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from (B)(6) stated the device is experiencing a damaged bearings issue and is being returned for service. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. No add'l info was provided.